Event description:
The plaintiff's attorney alleged that the decedent experienced weakness, disorientation plus inability to walk and was admitted to the hospital with irregular heartbeats and a blood bicarbonate level of 26 on or about (B)(6) 2011, on or about (B)(6) 2012, the decedent was hypotensive, confused with hallucinations and was admitted to the hospital, the decedent was lethargic without appetite and experienced a cardiovascular event and subsequently expired on or about (B)(6) 2012, after the use of the product.

Manufacturer narrative:
This is one event (death) of three events reported for the same patient involving two separate products; associated MDR numbers: 1225714-2013-03679, 1225714-2013-03680, 1225714-2013-03681, 1225714-2013-03682, 1225714-2013-03683 and 1225714-2013-03684.